Event description:
It was reported that the patients pump and catheter were explanted due to infection. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8709sc (B)(4) implanted: 2011-(B)(6) explanted: unknown.